Event description:
Premature battery depletion was reported to have occurred, with a longevity of 5.5 years. Outputs were set to 2.5v/0.35ms on the atrial and right ventricular channels and to 2v/0.35ms on the left ventricular channel. No shocks or atp were delivered. The device was replaced.

Manufacturer narrative:
Please refer to the attached analysis report. Field d4 corrected.

Event description:
Premature battery depletion was reported to have occurred, with a longevity of 5.5 years. Outputs were set to 2.5v/0.35ms on the atrial and right ventricular channels and to 2v/0.35ms on the left ventricular channel. No shocks or atp were delivered. The device was replaced. The preliminary analysis confirmed that normal battery depletion occurred.